Event description:
A left main dissection was observed after use of a flowcardia vp wire (standard). Background: pt had a near ostial lad occlusion. The lad's anatomy had heavy angulation at the takeoff from the left main. A 6 fr ebu3.5 guide catheter was inserted for delivery of the guidewire. The vp wire was delivered to the cto in the lad and an angiogram was taken which showed a left main dissection. The left main was stented with a cypher stent to correct the dissection.